Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a decrease in pacing impedances and amplitudes on the right ventricular (rv) channel. The patient had fallen and a lead micro-dislodgment was suspected. A revision procedure was performed and the rv lead was explanted. This pacemaker remains in service. No additional adverse patient effects were reported.